Event description:
Sick, lethargic, allergy symptoms, low blood pressure, shakes tremors, passing out, shallow breathing, night sweats, skin rashes.... Lab test; specialist appointments in progress. (B)(4)